Event description:
Customer reported the insulin pump alarmed no delivery. Customer stated previously he has changed the set but was informed to call when issues occurred. Call was transferred. Customer stated the alarm occurred while she was changing her infusion set. Customer stated she sees the problem is with the line, looks cloudy. Customer was advised tubing might be folded and it may cause the tubing to look cloudy as if there were air bubbles. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.